Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the surgery for vertebral osteomyelitis was performed by using the universal poly-driver. The fixed area was l2 ¿ sa1. While the surgeon was inserting the screw (8mm), a sound went off, and the screw did not move forward. The surgeon was able to remove the screw by fixing the bone once with the cut tip of the rod and set screw. When the surgeon took a look at the tip of the driver shaft, the screw part was missing. The surgery was completed with a 20-minute delay, and there was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Visual inspection of the returned device found the distal tip was fractured. The instrument was sent to fracture analysis for further evaluation. An optical image of the driver¿s fractured surface, reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the driver underwent a quasi-static overload torsional shear failure a review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for distal tip of the viper universal poly driver becoming fractured cannot be determined. However, based on device evaluation, a potential root cause may be due to wear and tear or the driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.